Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 350 mg/dl. Reportedly, customer has an infection and basal settings needed to be adjusted. Customer stabilized elevated blood glucose levels via the pump, and tandem technical support guided the customer through adjusting their basal rate.